Event description:
A patient undergoing continuous renal replacement therapy had an estimated blood loss of 577 ml during a 36 hour period when the blood from four extracorporeal circuits was not returned to the patient following air in the circuit. Following the fourth blood loss, the patient received one unit of prbcs.

Manufacturer narrative:
The prismaflex hf1000 set was not returned to the manufacturer. The review of the prismaflex hf1000 set device history record for lot number 13f2403 and the complaint history files confirm there were no nonconformities and one similar complaint reported regarding this lot number. The prismaflex control unit remains in use after the events with no problems reported. Gambro received no information to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as an admission of causation or liability.